Event description:
Reporter indicated that vns patient has experienced drop attack seizures since implant. The patient usually experiences complex partial seizures and at time genarilized seizures, but the patient has been having more drop attacks since vns implant. Treatng neurologist programmed the patient's deivces to off and plans to monitor the patient over the following two months to see if the vns therapy could possibly be related to this change in seizure pattern.